Event description:
It was reported, the pt is no longer receiving stimulation and is unable to communicate with or charge his ipg. The pt has not used or charged his ipg in approximately three months. An sjm rep met with the pt and confirmed the issue. The pt reports, he has not had any headache pains like he used to since his scs system was implanted. The pt has decided to leave the ipg implanted for now.

Manufacturer narrative:
1627487-12192011- 003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.